Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated alert 60 indicating a bluetooth communications error associated with the ble board, despite multiple restarts, and a replacement device was arranged with user education on data sync, shutdown, return procedures, and continued cgm use. Symptoms included no reported injury or clinical effects. Outcomes included no impact to health, with device replacement arranged and return of the affected unit requested to avoid warranty impact. Investigation included complaint intake, device history review as applicable, and user troubleshooting guidance related to bluetooth connectivity and device operation. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.